Event description:
Report received from the USA, stating that the device has a hole in the hose. It is known that the event did not occur during surgery; however it is unknown if there was any patient or user injury or medical intervention reported related to this occurrence. No additional information available. The date of the event is unknown.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).